Manufacturer narrative:
As reported, the tip of a j-tip emerald 150cm guidewire was fractured and about to break. A new unknown diagnostic guidewire was provided, and the procedure completed. The fracture was found while preparing the items for the puncture of the right radial artery. There was no reported patient injury. The product was not returned for analysis. A product history record (phr) review of lot 35266541 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Without the return of the device or images for analysis, the reported customer event ¿distal tip-fractured¿ could not be confirmed. Handling factors such as applying excessive for to the distal tip may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿do not use if package is open or damaged. Do not withdraw a ptfe coated guidewire through a metal-cannula needle. Withdrawal may damage the guidewire coating.¿ based on the information available and the phr review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, the tip of a j-tip emerald 150cm guidewire was fractured and about to break. A new unknown diagnostic guidewire was provided and the procedure completed. The fracture was found while preparing the items for the puncture of the right radial artery. There was no reported patient injury. The hospital reported it as an adverse event to the china nmpa directly. The device will be returned for evaluation.

Manufacturer narrative:
The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.